Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experiencing discomfort presented during follow-up in clinic two weeks after a pocket revision procedure. Upon examination, the pacemaker exhibited false elective replacement indication (eri). No intervention was performed at this time. The patient was in stable condition.